Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue ordered a replacement connector to avoid further damage. The fse replaced the fiber optic cable assembly (0012-00-1562) and completed a full system test. All tests passed to factory specifications. The iabp was released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fiber connector block in the cardiosave intra-aortic balloon pump (iabp) was cracked. There was no patient involvement.